Manufacturer narrative:
The cartridge was returned to the manufacturer for evaluation. Visual inspection revealed small amounts of viscoelastic solution and the wings were closed which indicated that the unit was handled and prepared for surgical use. Dent/distortion was observed on cartridge tip. No crack defect was observed. The reported device problem code of tip deformed was verified. Manufacturing records were reviewed and the cartridge was manufactured according to specification. No non-conformances/discrepancies/deviations for similar issues were found during the manufacturing record review. The product was manufactured and released according to specification. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the cartridges to insert intraocular lenses. The instructions indicate that the surgeon should verify that the leading haptic is pointing forward in the cartridge and that the implantation should be performed immediately after the handpiece rod is pushed forward. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
UDI #: na (not applicable). Implant date: if implanted give date: na (not applicable). Explant date: if explanted give date: na (not applicable). Initial reporter: phone #: (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the tip of the cartridge had a mushroomed end and looks like it is mushroomed out. There was no patient involvement. This is to document report 1 of 2.